Event description:
It was reported that, following this ambicor penile prosthesis (app) implant procedure, an attempt was made to remove the probe, but it was unsuccessful. As a result, the patient was discharged with instructions that it should naturally come out within a day or two; however, this did not occur, leading to inflammation and infection. Surgical intervention was required to remove the probe, followed by an additional procedure to perform a washout. No further information was reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 06/01/2023 was used as estimate.